Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer reported sometimes having increased interaction with the pump screen and unacknowledged notifications. The customer¿s blood glucose was 146 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.